Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal. A review of the event history log was able to confirm the reported problem; however, functional testing was unable to duplicate the issue. The device passed all testing criteria after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not recognize the intermittent tubing. The event occurred during infusion. There was no patient harm/adverse event.

Manufacturer narrative:
E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.